Event description:
It was reported that the pump exhibited a travel coarse error during occlusion test. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was confirmed and was identified to be due to worn out clutches. The clutches were replaced, and the device then passed all testing.